Manufacturer narrative:
Device is a combination product. A promus elite us mr 16 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found that the device was returned loaded inside a 6f guide catheter with a haemostatic valve attached. During analysis, the hypotube was cut at approximately 1 cm distal to the distal end of the strain relief to allow removal of device. The proximal section of the stent was damaged with stent struts bunched and pushed distally. The undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed signs of damage. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual examination of the outer and mid-shaft section and the inner extrusion found that the port bond site appeared stretched distally for approximately 5 mm.

Event description:
Reportable based on device analysis completed on 07-feb-2020. A 16 x 2.75 promus elite drug-eluting stent was returned without a reported allegation. However, upon review of this device, a stent damaged was noted.